Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. High-amplitude, low frequency noise was noted on the atrial lead, along with episodes of automatic mode switch. The noise was not reproducible. The patient was stable, and will continue to be monitored.